Event description:
It was reported patient underwent a phoenix ankle arthrodesis nail procedure on (B)(6) 2013. During the procedure, the targeting jig failed to target the proximal screw holes in the nail. As a result, additional holes were drilled and surgeon had to manually manipulate the angle of the drill and drill guide to lock the nail proximally.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date & lot number - unknown. Manufacture date ¿ unknown. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Dimensional evaluation found component to be within appropriate design specification.